Event description:
Multiple lots of bd 18g blunt fill needles were found to be contaminated with black particulate matter. Some needles had particulate matter on the needle itself, others have it on the plastic hubs or needle shields. FDA safety report ID# (B)(4).